Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient was in "constant pain and that every time they laid on their side or rode in the car they were stabbed by [the icm]". It was further reported that the icm "was just never put in right". The icm was explanted. No further patient complications have been reported as a result of this event.